Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of ce minicap extended life pd transfer sets were ¿difficult to open-close the device¿ (twist clamp) and due to that the sets became damaged. This was noticed before use for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection was performed with no issues noted. The photos provided show normal contact and deformation of the locking tab which is a normal part of the design. Due to the nature of the sample no functional testing could be performed.the reported condition was not verified. A batch review was conducted and there were no deviations related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.